Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 85% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant products: 694765 implantable tachy lead, (B)(6) 2010; 6725 adaptor, (B)(6) 2010; 419488 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device did not meet the expected longevity and reached elective replacement indicator (eri) under five years. The device was explanted and was replaced. No patient complications have been reported as a result of this event.